Event description:
Patient reported "rupture". Later, patient reported "radial folds and subcapsular lines", "presence of liquid bubbly areas inside the silicone gel", "sings suggestive of intracapsular rupture, without signs of collapse", "reactive lymph nodes" and "horizontal and parallel echogenic lines are observed withing the lumen of the bilateral silicone implants, as well as echogenic material". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.